Manufacturer narrative:
No evaluation has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation. Resolution confirmed on call.

Event description:
A site representative reported that while in a catheter-based procedure, the navigation system became unresponsive while in the navigate task. The representative was unable to confirm with the physician if the foot pedal was accidentally hit to cause the navigation to freeze. Software restart resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue and there was no impact on the patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.